Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 500 mg/dl. Customer¿s blood glucose is 600, then they take 39 carbs and blood glucose went to 121 and 169 mg/dl then they had 48 cabs and blood glucose went 200 mg/dl. Customer reported that after the dinner they had blood glucose level of 600 mg/dl. The customer treated with the bolus. Troubleshooting was done for high blood glucose. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will be returned for analysis. Infst mmt-386, frn 3ml mmt-332a.